Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient admitted with anemia, peptostrep bacteremia, and hypercapnea. On (B)(6) 2019, vancomycin was started and patient was given blood products. On (B)(6) 2019, hemoglobin was stable, cultures were pending and the patient needed optimization for pneumonia. On (B)(6) 2019, patient was still confused aox2 (person and place). On (B)(6) 2019, there was an infectious disease consult for peptostreptococcus in blood and the patient was given to ndd3 / nectar thick liquids blood cultures twice. Blood cultures were negative on (B)(6) 2019. On (B)(6) 2019, hemoglobin was stable and white blood count was down trending. On (B)(6) 2019 mental status was okay. On (B)(6) 2019 the plan was for the patient to be discharged once IV antibiotics were completed and the patient stopped hydral and started losartan. On (B)(6) 2019, patient was discharged with stable vital signs and labs and no acute events overnight. No additional information was provided.

Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Furthermore, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the remainder of the event, including the reports of anemia, gi bleeding, hypercapnea, pneumonia, confusion, hydration issues, and pain with urination, could not conclusively be established through this evaluation. The patient remains ongoing on (B)(6). The hm ii lvas instructions for use (IFU) lists local infection, driveline infection, pump pocket infection, bleeding, respiratory failure, and neurologic dysfunction as adverse events that may be associated with the use of hm ii lvas. This IFU, as well as the hm ii lvas patient handbook, both provide information regarding how to prevent and control infection. Additionally, information regarding the recommended anticoagulation therapy and inr range can be found in the hmii lvas IFU, with considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.